Manufacturer narrative:
The customer reported that the telemetry outage was resolved by restarting the xhibit telemetry receiver (xtr) approximately 10 minutes later. Logs for the xtr were reviewed by a spacelabs healthcare product support specialist and it was determined that the xtr had crashed due to a memory leak. The cause of the memory leak was not identified, as there was only a single occurrence and the issue had not reoccurred since. The customer stated they would monitor for additional occurrences prior to taking any additional actions.the cause of the reported outage was due to a memory leak, but the cause of the memory leak could not be determined.

Event description:
The customer reported that while monitoring telemetry patients, the xhibit telemetry receiver had reset itself causing a brief loss of telemetry patient monitoring. There was no patient or user harm associated with this event.